Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Mulitple mdrs were submitted for this adverse event: 3013450937-2022-00063, 3013450937-2022-00064, 3013450937-2022-00065, 3013450937-2022-00066, 3013450937-2022-00067, 3013450937-2022-00068, 3013450937-2022-00069, 3013450937-2022-00070, 3013450937-2022-00072 and 3013450937-2022-00073.

Event description:
On (B)(6) 2022, it was reported that the patient had an alleged fall that contributed to an alleged infection they presented with after receiving total femoral replacement surgery on (B)(6) 2021. The implanting surgeon performed a distal femur revision surgery on (B)(6) 2022 and the following implants were revised: eleos tibial hinge component w/o rotational stop, eleos tibial baseplate size 3, eleos distal femur axial pin, eleos tibial poly spacer 8mm and eleos distal femur. The following implants remain implanted in the patient: eleos stem extension cemented 12mm x100mm straight fluted, eleos male-female midsection 50mm, eleos male-female midsection 40mm, eleos male-female midsection 40mm, eleos proximal femur 98mm left 135 deg, and eleos male-male midsection 40mm. It was reported that the surgeon plans to have one more revision surgery when the infection clears up. No revision surgery has been scheduled yet. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the patient fall and alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 4110: trend analysis. H6: type of investigation code updated to 4117: device not accessible for testing. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives/data.

Event description:
On 10 jan 2022, it was reported that the patient had an alleged fall that contributed to an alleged infection they presented with after receiving total femoral replacement surgery on (B)(6) 2021. The implanting surgeon performed a distal femur revision surgery on (B)(6) 2022 and the following implants were revised: eleos tibial hinge component w/o rotational stop, eleos tibial baseplate size 3, eleos distal femur axial pin, eleos tibial poly spacer 8mm and eleos distal femur. The following implants remain implanted in the patient: eleos stem extension cemented 12mm x100mm straight fluted, eleos male-female midsection 50mm, eleos male-female midsection 40mm, eleos male-female midsection 40mm, eleos proximal femur 98mm left 135 deg, and eleos male-male midsection 40mm. It was reported that the surgeon plans to have one more revision surgery when the infection clears up. No revision surgery has been scheduled yet. No additional information regarding this adverse event has been provided.